Manufacturer narrative:
Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 false negative result for one patient, who was tested after being hospitalized for a few weeks due to a positive pcr. The result was confirmed positive by molecular (pcr testing).